Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there were low, out-of-range pacing impedance measurements on the right atrial (ra) channel of this pacemaker. The right atrial (ra) lead is a competitive lead. The field representative noted that this is a chronic issue and that the system will be monitored. No adverse patient effects were reported. This device was explanted for normal battery depletion.